Manufacturer narrative:
Per the tandem user guide, ¿keep the transmitter and the pump within 20 feet of each other without obstruction.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. It was reported that there was obstruction between the sensor and the pump, and subsequently caused out of range issues. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.